Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the chair would not stop. The dealer had her lift the overlay and use a key to turn off the chair. No injury or property damage was reported.